Event description:
It was reported that the patient's implantable pacemaker device has something not right. Patient advocate stated that somehow something happened when the pacemaker battery was changed and now, patient has a lot of pain in the chest area like in the ribs on both sides below where the pacemaker. Boston scientific technical services (ts) referred patient to the physician. This device remains in service. No adverse patient effects were reported.